Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient (pt) stated their ins was removed (B)(6) 2022. Pt said the ins started messing with their upper back and pt was going to have surgery, so the healthcare provider (hcp) removed the ins before the surgery. When asked about event date, pt said they had gone without the ins for 6 months, and the ins started messing with their back well over 6 months ago, confirmed last year. Pt said they went through a whole bunch of "trying to fix it".

Manufacturer narrative:
Concomitant medical products: product ID (B)(4), lot# serial# (B)(4), implanted: explanted: product type programmer, patient product ID (B)(4), lot# nlh012189n, serial# implanted: explanted: product type accessory. If information is provided in the future, a supplemental report will be issued.